Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Patient brought to cardiac cath lab was found to have occluded left anterior descending artery- impella cp inserted via right fem without complication. Patient decompensated had ventricular fibrillation arrest was shocked twicw and return of spontaneous circulation achieved. Decision made to remove cp and place patient on extracorporeal membrane oxygenation (ECMO)

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.